Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the replaced external portion of the patient's driveline. In addition, evaluation of the submitted log file confirmed transient elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted log file captured transient low speed and pump stop events on 24apr2023 and 25apr2023 with associated low speed hazard and low flow hazard alarms while the system was powered by batteries. Transient elevations in power and flow were also recorded throughout the file. The majority of the elevations were captured during pulsatility index (pi) events. The account submitted x-ray images for review showing the internal and external portions of the patient¿s driveline. No obvious areas of concern were observed. A distal-end driveline replacement was performed on 25may2023 and approximately 21¿ of the external portion of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage through the insulation of any of the driveline wires. Additional information stated there were no further alarms after the driveline repair. It was also reported that the patient uses an ungrounded patient cable at home. The patient remains ongoing on heartmate ii lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the patient¿s original driveline and repaired driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and patient handbook are currently available. Section 1 "introduction¿ addresses pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4 explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage, as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines system controller alarms, as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: history of short to shield covered under MFR 2916596-2021-07747, and MFR 2916596-2020-04286. D9 and h3- the percutaneous lead was received only. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a known short to shield that may have developed into a phase to phase short. Upon interrogation in clinic, it was found that the patient had 3 pump stops (B)(6) 2023 - (B)(6) 2023. The patient also had several power elevations. Log file review showed a pump stop event while using battery power, as well as speed at 960 rotations per minute (rpm) with a no external power event. A review of the driveline x-ray images showed one internal and one external area that looked suspicious. An external percutaneous lead repair was performed on (B)(6) 2023.